Event description:
It was reported to tech support by the peritoneal dialysis (pd) rn that the pd cycler was not giving accurate readings. She stated that the display was giving a drain volume of 8000 ml. She was requesting a replacement cycler. On (B)(6) 2013: pd rn stated that the pt felt full and completed a stat drain and drained approx 6000ml of fluid. Upon completion of this drain, the pt felt better and did not require any medical intervention of any type. Treatment data received from the cycler indicated a large drain 1 volume: drain 0:1017 ml; fill 1:2468ml, drain: 8421ml; fill 2: 2261ml, pt turned cycler off and manually drained the remaining fluid, no records. The reported large stat drain 1 exceeds the 180% drain criteria (drain volume/fill volume > 180%: 8421ml/2500ml=33%) for a reportable device malfunction.

Manufacturer narrative:
A review was performed by the post market clinical department of the treatment data provided. A large intra-peritoneal stat drain occurred at drain 1 with an undetermined cause. There was no adverse event associated with this reported large drain volume. The peritoneal cycler (plant investigation) is currently undergoing eval and a supplemental report will be submitted upon completion.